Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: 10ml saline syringes, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient was receiving doxorubicin of unspecified dosage and rate. The rn primed the syringe pump tubing with normal saline and noticed red fluid leaking from the filter immediately upon starting the infusion. The infusion was stopped , sheets changed and the infusion was completed with a new tubing. There was no patient or provider harm.

Manufacturer narrative:
Concomitant products: bd 10ml syringe containing around 3.5ml of 0.9% nacl, lot 505111b, exp. 02/19/18; bd 10ml syringe containing around 0.5ml of 0.9% nacl, lot 505111b, exp. 02/19/18, therapy date (B)(6) 2016. The customer¿s report of a leak from the filter was confirmed. The sets were visually inspected for damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection noted a red liquid in the filter, in the tubing distal to the filter and at the male luer of the suspect set. No evidence of damage on the set or its components was observed. Further visual inspection under a microscope did not reveal any damage or anomalies on the set and its components. Functional and pressure testing confirmed leaking at the engagement of the microbore tubing to the filter outlet port. Dimensional testing of the microbore tubing was found to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the microbore tubing to the filter outlet port.